Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-mar-2020. The medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan if the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, on day of application. The customer was unable to obtain scan readings and experienced light-headedness and loss of consciousness. The customer did not provide further details. There was no report of death or permanent injury associated with this event.